Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter contamination was observed in the tubing of three (3) repeater pump fluid transfer tube sets. This issue was further described as, ¿particles were found to be present at the thicker end of the ll tube (as if mixing small pieces of plastic and dust)¿ and ¿the first hose had the most, the second fewer, but bigger nuggets, and the third had quite a few¿. This issue was discovered during handling prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction: b5. B5: remove reference to "patient". Device is used in pharmacy operations. H4: the lot was manufactured between june 14-19, 2023. H11: the actual devices were not available; however, two photographs and a companion sample were provided for evaluation. Visual inspection was performed on all samples; a particle of foreign matter was identified on the tubing of the companion sample and there was evidence of particles on the photographs of an actual sample. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely inherent to contamination during the manufacturing packaging process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.